Event description:
Groshong catheter inserted 3/17/97 (single lumen) lt subclavian. 3/27/97 during blood transfusion, subcutaneous hematoma noted & difficulty infusing. Cxr ID'd. Intravascular portion of cath located within caval/innominate junction. Proximal portion in subcutaneous tract. 3/28 intravascular foreign body removed via lt transfemoral route under fluoroscopy.